Manufacturer narrative:
A ge representative evaluated the system and determined kvp was within specifications. System operates as intended.

Event description:
Customer reported the kvp measurement was too high. No pt injury was reported.